Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse verified that when the blood sampling valve (bsv) was bypassed, the latron primer counters were significantly lower. The fse replaced the bsv and verified the latron primer counts were within specification. (B)(4).

Event description:
The customer reported the latron primer control recovery was high on a coulter lh 750 hematology analyzer and requested service. There were no reports of erroneous results generated and there was no impact to patient treatment in connection with this event.